Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the balloon was used for onyx embolization. Balloon became stuck upon retrieval and fractured. Balloon was removed. However, some parts of the balloon remain in the onyx cast. Loop mini snare used to retrieve the balloon catheter. No injury to the patient.

Manufacturer narrative:
The investigation of the returned device found residual onyx in the hub; furthermore, kinks, flattened sections, and breaks were found in multiple locations. No balloon was returned for evaluation, so the investigation could not determine if a condition existed that would have contributed to the balloon becoming stuck during the procedure; however, the breakage observed is consistent with the distal end of the device becoming encased in solidified liquid embolic followed by retraction forces exceeding the tensile strength of the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks and flattened sections, but these conditions are consistent with the microcatheter experiencing forces exceeding its yield strength.

Event description:
See h10.